Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off event complaint. Device #052812-b was inspected, but due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for the device could not be confirmed.

Event description:
The patient reported that their v-go 20 fell off sometime in (B)(6) 2023 (exact date unknown). The device was returned to the manufacturer for evaluation.